Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. The defibrillation conductor was distorted and the outer insulation was torn. The outer insulation has cosmetic depression and white substance. Outer insulation breached depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.